Event description:
It was reported that the hospital no longer had the explanted products. No further relevant information has been received to date.

Event description:
An implant card was received reporting that the patient's vns was replaced due to high impedance. The suspect product has not been received into analysis to date. No further relevant information has been received to date.